Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there were multiple "fast stop activated" messages displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.